Manufacturer narrative:
This report is submitted november 2, 2018.

Event description:
Per the patient's surgeon, the device was explanted on (B)(6) 2018. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
This report is filed on november 26, 2018.